Event description:
It was reported that a pump malfunction occurred without any notable events leading up to it. The customer's blood glucose level was over 300 mg/dl due to the issue, but it did not exceed 500 mg/dl. The customer corrected the high blood glucose through a manual insulin injection and did not require assistance from a third party. Tandem technical support provided instructions for resetting the pump, which successfully resolved the malfunction, and advised the customer to contact them if the issue reoccurs. The customer understood and agreed to these instructions.